Event description:
Spontaneous call from pt who stated her ms3 pump was not recognized her new cartridge. Pt switched to her backup pump. Advised we will sent a replacement. Sn (B)(4), new rate 0.030 ml/hr. Replacement pump sent to pt. No disruption to therapy. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.